Manufacturer narrative:
The up arrow button did not respond due to corroded keypad trace. There was no scrolling numbers display anomaly noted. The pump was received with minor scratched display window, broken belt clip slot, cracked reservoir tube lip.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 111mg/dl. The customer states the up and esc buttons are not functioning correctly. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.